Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. Customer blood glucose reading was 136 mg/dl. Customer declined failed battery test. Customer was not able to remove the battery from the insulin pump. Insulin pump will be returning for analysis.